Event description:
It was reported that the patient sent e-mail via stryker and stated that, "I have had both total knees done. One knee has had problems with bone cement, and have had to repeat surgery. It is having problems again, and I'm looking at surgery for the 3rd time on the same knee."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.